Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that premature battery depletion of his device was suspected. The battery longevity showed only 2.5 years remaining. The physician suspects the decrease in longevity could be due to atrial fibrillation, which is known to impact battery consumption. A boston scientific technical services consultant reviewed device data, and confirmed that the power consumption of this device has been stable throughout the year. It was confirmed that the higher power consumption was due to high atrial sensing. Ts discussed programming options to reduce the device's power consumption, and to program the device to a non-atrial tracking mode. This device remains implanted and in service. No adverse patient effects were reported.